Event description:
It was reported that the catheter was removed and a new 8780 was implanted. It was later reported that there was a suspected cerebrospinal fluid leak. The patient experienced a headache. The catheter did not show a leak but was replaced. The device system was used to deliver gablofen.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. Product ID: 8590-1, lot# n318233, implanted: (B)(6) 2012, product type: accessory. (B)(4).